Manufacturer narrative:
Device evaluation: the product was returned for evaluation. Customer report of stenosis and regurgitation was confirmed. X-ray demonstrated moderate calcification on leaflets 1 and 2, heavy calcification on leaflet 3, and wireform intact. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 3 at the inflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 2 at the outflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspect. Host tissue fused leaflets 1 and 2 by approximately 5mm near commissure 2 on outflow aspect. The leaflets were observed to be thickened and swollen at the free margin near the commissures. Calcification, host tissue, and thickened leaflets restricted leaflet mobility and led to stenosis. Leaflet 1 had a 10mm tear along commissure 1, which likely led to the reported regurgitation. Leaflet 3 had a 2mm tear at the free margin near commissure 3. Calcification and thickened tissue was observed near both tear regions. Leaflet 3 also had a non-transmural tear of approximately 9mmx4mm on the cusp region at the inflow aspect; calcification was observed at the tear region. The wireform was exposed on commissure 1 and near leaflet 3 at the inflow aspect.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information that a 31mm mitral valve was explanted after a duration of thirteen (13) years due to mitral stenosis and regurgitation. The patient status was reported as ¿recovered¿ in the ICU. The 31 mm mitral valve was explanted due to mitral stenosis and regurgitation secondary to leaflet hardening caused by structural valve deterioration. This device was originally implanted for mitral valve replacement to correct mitral stenosis and regurgitation. This device was replaced with a 33mm edwards valve with no adverse patient effects reported as a result of the valve replacement. The condition of the mitral valve at explant was reported as ¿leaflet hardening was observed."